Event description:
Female with at least two previous spine surgeries that included hardware implants. She noted more pain and x-ray showed that bilateral rods had broken. Returned to surgery for revision.